Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited thresholds which had recently spiked up to being high. It was further reported that no sensing was available for the rv lead. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.